Event description:
This report is concerning a medical linear accelerator for cancer treatments. Structural steel support of the beam arm shows defective welding. The beam arm must be replaced for safety and accuracy.